Event description:
An eco-sac (laparoscopic tissue retrieval system) broke apart, while dr. (B)(6) was pulling out the sac from the patient abdomen. The sac contained the patient's appendix. The surgeon was able to retrieve all parts of the eco-sac that were in the patient. Eco-sac manufacturer: espiner medical.